Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with heavy tortuosity and mild calcification in the mid right coronary artery. A 3.5x28 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion. The sds balloon was inflated, the sds stent was deployed; however, a dissection occurred. There was no interaction of devices. The sds was removed and a xience xpedition sds was advanced and the xience xpedition sds stent was deployed to cover the dissection. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.